Event description:
It was reported that during a lap colectomy procedure, the seal cap tore. The case was completed with another like device. There was no patient consequence

Manufacturer narrative:
Date sent: 5/20/2008. Information anticipated, but unavailable at this time.